Event description:
It was reported ", the doctor found the sheath damaged during insertion". Additional information states that the iab catheter was rem oved and replaced. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number on the returned iab catheter is (B)(6). Returned for investigation were two 8.0fr teflon sheaths with dilator assembly from a semi-finished insertion kit for a 40cc ultraflex intra-aortic balloon catheter (iabc). The sample was returned in a cardboard box and was loose-ly packed within the original packaging carton. Returned with the sample was the supplied semi-finished kit including the 40cc ultraflex intra-aortic balloon catheter (iabc), 60cc luer-slip sy-ringe, short & long arterial pressure tubing, 40cc inflation driveline tubing and a red end cap. Up-on return, each dilator was noted to be fully inserted within the corresponding teflon sheath. Each dilator was removed from its corresponding teflon sheath without any difficulty. The hub of each dilator appeared typical. Upon further inspection, the tip of each dilator was found to be damaged/split; the appearance of each dilator tip showed an inconsistent diameter with damage to the material at the tip opening. The tips and hubs of both teflon sheaths appeared typical; no damage or abnormalities were noted to the returned sheaths. Dried blood was noted on the exte-rior surfaces of the returned teflon sheaths and dilators. Clear fluid and liquid blood was noted within the interior surfaces of the teflon sheath with sidearm assembly. The peel away sheath was noted on the iabc outer lumen. The one way valve was tethered to the short driveline tubing. The stylet was fully inserted within the iabc central lumen. The iabc bladder was noted in its original location; fully inserted within the original packaging tray. No blood was noted on the inte-rior or the exterior surfaces of the returned iab catheter. The returned iab catheter and the semi-finished kit components appeared unused. Each returned dilator and teflon sheath was aspirated and flushed successfully. Some blood exited from both the dilator and the teflon sheath with sidearm assembly. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The one-way valve was connected to the short driveline tubing, and a negative vacuum was pulled on the iabc catheter. While maintaining the vacuum, the iab catheter was removed from the original packaging tray without any difficulty. Upon removal, the iabc bladder was fully wrapped. The sty-let was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of dilator tip damaged is confirmed. During the investigation, each re-turned dilator was found to be damaged/split at the tip. The appearance of each dilator tip showed an inconsistent diameter with damage to the material at the tip opening. The cause of the damage is undetermined. No damage or abnormalities were noted to the returned teflon sheaths. Based on a review of the device history record (DHR), the product met specification up-on release; however, the specifications were not met during the complaint investigation due to the damaged dilator tip. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported ", the doctor found the sheath damaged during insertion". Additional infomation states that the iab catheter was rem oved and replaced. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).